Manufacturer narrative:
Date of event: event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient¿s first ins was not working so they had the ins replaced. The patient stated a manufacturer¿s representative came out to the healthcare provider¿s office to test the ins and they determined that 3 out of the 4 electrodes were not working so they needed to change the ins. It was noted that the ins was not working in 2017 and was replaced in 2017. No patient symptoms were reported. No further complications were reported.